Event description:
It was reported that the patient had difficulty pumping ams 700 inflatable penile prosthesis(ipp). The ipp pump was removed and replaced. No further complications.

Manufacturer narrative:
Pump malfunction and patient dissatisfaction were reported. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The product analysis did confirmed a device malfunction that was the probable cause of the reported patient dissatisfaction because requiring more than 8 lb. Of activation force could lead to difficulties operating the pump. The product analysis confirmed the allegation of pump malfunction. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure because the reported device allegation was traced to a component failure during product analysis. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient had difficulty pumping ams 700 inflatable penile prosthesis(ipp). The ipp pump was removed and replaced. No further complications.